Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia also insulin pump had audio issue. Customer's blood glucose value was 40 mg/dl. The customer was treated with low blood glucose value with orange juice. Customer declined to troubleshoot for low blood glucose value. Customer states he is only getting the vibrate on the pump no sound and beep. Customer stated they did not hear beeps when audio volume settings were saved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low-level failures alarm noted during testing or listed in device history.